Event description:
To summarize this event, the pfo showed a small fenestration and a long tunnel on echocardiogram. Balloon sizing was performed and measured to 16mm. A 16mm amplatzer® septal occluder (aso) did not sit well in the septum and impinged on the aorta. This aso was removed immediately and a smaller 11mm aso was deployed. The 11mm aso was checked on fluoroscopy and echocardiogram with the septum confirmed within the discs, the aso appeared stable with a wiggle test and the aso was deployed. At deployment the aso looked good initially on fluoroscopy but after a few minutes, it appeared to have moved upwards. The aso was checked on echo and septum could not be confirmed between both discs in all planes. An attempt was made to snare the aso unsuccessfully, and a pigtail catheter was placed within the aso and contrast was administered via the pump at force, and very little contrast could be seen crossing into the left atrium. It was felt at the time the aso sat within the tunnel, but had not moved for four hours and appeared stable despite attempts at manipulation. The following day transthoracic echocardiogram did not show the aso and a chest x-ray performed confirmed the aso had embolized to the abdominal aorta. The patient was taken back to the cath lab and the aso was retrieved percutaneously. A 25mm amplatzer® pfo occluder (pfo) was successfully deployed.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 369 mg/dl (advantage) and 106 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system. Reference medwatch report with (B)(4) for the aviva system.